Manufacturer narrative:
Product event summary: a partial delivery catheter was returned and analyzed. The shaft on the hub of the delivery catheter was spiral slit. There was an issue with the catheter shaft. The shaft of the delivery catheter was spiral slit. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual analysis of the delivery catheter indicated damage during use. The analyst noted a partial delivery catheter was returned without the dilator, the slitter was not returned. Slitting did not start on the centerline on the hub of the delivery catheter. Slitting was terminated on the hub of the delivery catheter at 0.5 cm then restarted. The hub of the delivery catheter was spiral slit avoiding the injection mold gate. The shaft of the delivery catheter was spiral slit. The shaft of the delivery catheter was cut at 9.2 cm. The height of the injection molding gate was 0.5 mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the sheath hub of the delivery catheter felt abnormal. There were four cases of the same lot where the sheath hub felt hard, was swollen and felt very different. The delivery catheter was attempted not used, removed and replaced. It was also reported that there was difficulty when slitting the sheath. The catheters was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.